Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak observed from their alinity m system. The customer reported that they observed a leak under their alinity m instrument. The customer stated that the leak had left the outline of the instrument, but that no direct contact with the leak occurred. The customer did not observe any signs of a spill inside the system solutions drawer and did not see any additional leaks since cleaning the leak. The instrument has been running without any additional issues reported. A field service engineer (fse) was dispatched. The customer did not report any injury or any actual exposure to the leak. The customer wore appropriate personal protective equipment (ppe) when cleaning the leak. There was no patient involvement as the leak was identified by the alinity m system user.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).